Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, chest x-ray noted that the left ventricular (lv) lead was dislodged. There was high capture threshold due to dislodgement of the lead. The physician explanted and replaced the lv lead on (B)(6) 2022. The patient was in stable condition.